Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported, while in use on a patient, that this 980 ventilator entered into buv (backup ventilation). A review of the diagnostic logs indicates that the device entered backup ventilation at the time of the event. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and confirmed the reported issue of the unit entering buv in the memory only. Additionally the fse found an unrelated assertion error code which was not related to the reported issue. The fse was not able to duplicate the reported event. The ventilator passed all testing per manufacturer specification at the time of service. With the information available, a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, while in use on a patient, that this 980 ventilator entered into buv (backup ventilation). Patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.